Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2023, a patient underwent the port placement procedure via the right internal jugular vein for chemotherapy of breast cancer. About sometime later, patient developed oozing from the port site. Approximately one month and nine days later on (B)(6) 2023, the patient developed pain at the port site and chest pain, and the port site appeared swollen with surrounding erythema. The patient was then diagnosed with cellulitis which was identified on chest computed tomography (CT) imaging and blood cultures confirmed the presence of gram positive cocci consistent with staphylococcus. The patient was further diagnosed with methicillin susceptible staphylococcus aureus (mssa) bacteremia originating from the port infection, along with sepsis. Furthermore, it was reported that the patient developed a skin infection, a bloodstream infection, and deep vein thrombosis. Subsequently, the port was removed on (B)(6) 2023. However, the current status of the patient remains unknown.